Event description:
It was reported a patient never had therapeutic effect on their back since the implant. It was stated that the pain was worse after the implant. The patient got the spinal cord stimulator (scs) in (B)(6), but was still having pain. The patient¿s trial went perfect, but the patient was in worse pain than before the implant and there is something wrong. After the surgery, the patient was sent to a pain management doctor. About a month prior to the report, the patient was prescribed 50 mg time release morphine. The patient had an appointment scheduled with a health care provider (hcp) on the day of the report. It was stated the patient had a defibrillator and the patient could not have an MRI. The patient had a CT-scan last month and there was some degeneration. The patient had pain in the lower back and all the way up and it was worse after the surgery. The manufacturing representative adjusted the stimulator about a month prior to the report. Before the implant, there was also pain in the legs and cramping and since the implant that has been better. A manufacturing representative was contacted about patient follow-up. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported the patient's healthcare provider (hcp) could not get the stimulation to the back or the lower back since implant. The stimulation did not do anything. It had not helped the patient like they thought it would. The patient's stimulation had never worked or helped her severe pain since implant. The stimulation had been adjusted and did not get to "inner of leg vs outer leg" or into the lower back or back. The patient needed help with her pain relief. The patient had severe pain, which was noted to be a pre-existing condition, that she had always had in her back and other places. The patient stated that now she had pain in both her legs. The patient noted that she got stimulation sensation on the outside of her left leg under the knee and "doesn't understand which she never had an issues with." The patient noted the stimulation sensation to be numbness which started in 2015 and she was taking oral medications. The patient noted she had told her hcp that she wanted to get the device explanted because the device had not done what the patient thought it would do. The patient was taking oral pain medications. It was noted the patient took oral pain medications before she was implanted and had been taking them since implant, but was taking more now. The patient now had pain in both her legs and stated that her left leg on the outside under the knee got stimulation sensation.

Event description:
The consumer reported they were still in excruciating pain. The patient was working with their physician to have the device explanted but it had not been approved due to insurance issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the device had never provided any pain relief and instead caused additional pain in their leg and foot. The patient stated that the only relief they ever received was from the trial device. The patient reported that on (B)(6) 2016 they had their device removed permanently.

Event description:
Additional information received reported that the manufacturer representative had spoken to the patient several times. The patient had new pain in her upper back under her shoulder. The doctor had tried triggers and pain medication for this new pain area. The stim was working well where it was intended for her legs. The manufacturer representative had the patient turn it off to see how she felt without stim therapy and she turned it back on to help with her legs. The pain the patient was concerned about was new pain that was not related to the stim.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported stimulation was on the left side but she only had pain on the left and upper back pain. Stimulation had always been in the wrong location. A manufacturing representative (rep) made adjustments and increased stimulation but patient ended up having to turn it down. Stimulation was too strong because it was stimulating areas where she had no pain. The rep recently made an adjustment. She still did not feel it on the right side where she needed it and in addition she now felt no stimulation sensation anywhere. The rep did not know why she was having these issues. It was noted that the patient had a medical history of dizziness, limp leg and balance issues, which was due to her left leg, foot and toes overlapping each other, so when she tried to walk she would lose her balance easily and fell a lot. The patient also had lower back pain while walking. The patient was on pain medication and antidepressants. Her physician told her that depression would cause pain and the medication might help decrease pain level. The stimulation had been turned off for a month per the doctor's direction. She was in the same amount of pain whether the device was on or off. She did not understand it because the trial was perfect. The doctor offered a CT scan and x-rays a month ago and nothing was found. At this point, she wanted the device electively removed. The doctor would not touch her back because she had a prior history of 2 major back surgeries. He told her the most he would do was disconnect the lead from the battery and discussed going back to a "trial state." It was noted that she had been getting trigger therapy but it was not helping either. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.